Event description:
The extension product was returned for analysis after 6.3 months implant duration, due to reported loss of stimulation. During explant the physician noticed the ins was rotated several times and this caused the loss of stimulation. The extension product was explanted and replaced in 2006 and was returned to the MFR for analysis. Pt dob and gender are unk. Following extension product replacement the pt received good therapy outcome.

Manufacturer narrative:
H6. Final device analysis results for model 7489 reveal multiple conductor wires are broken. The number 2 conductor fracture is located 15.9-mm from the distal end; the other three conductors fractured at their respective crimp sleeves.